Event description:
It was reported that there were reports of intermittency and loudness variations, with the sound weak and then too loud. An exchange of the external parts did not make any difference. On january 26, the pt was still able to hear ok. However, by february 08, the implant had stopped working. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.